Event description:
The customer was hospitalized for low bgs. The nurse stated that the customer's bg were low and they had to be strapped down in intensive care unit as they were difficult to deal with. Also, it stated that when the up arrow or select button is pressed a full segment display appears. It was unable to obtain pump histories due to button problem.